Manufacturer narrative:
The investigation confirmed a device malfunction causing charging failure. The ilet intermittently indicated charging but rapidly lost power, leading to therapy interruption without injury. Evaluation of the returned device found the battery charger power selector (u26) detached due to improperly formed solder joints on the mainboard, resulting in insufficient power retention and inability to charge. This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.

Event description:
It was reported that an ilet device exhibited battery charging failure, where the battery indicator initially showed charging on multiple wireless pads but reverted to a low battery state despite confirmed functional chargers and different outlets. Symptoms included device power depletion with low and very low battery indications. Outcomes included the user reverting to backup therapy, with the second user remaining unaffected and no medical intervention or hospitalization. Investigation included complaint handling, user troubleshooting and education, and arrangement for return and analysis of the device. Investigation of this case revealed a power-related malfunction consistent with battery depletion and failure to accept charge. It was concluded that a replacement device was warranted and the original device would be returned for investigation.